Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran a control test and obtained a reading of 190 mg/dl on the contour next ez meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter, contour next test strips and contour next control solution from lot # 9bv2g47 for evaluation. In-house testing was performed using the returned meter with returned test strips and control solution. All control readings obtained during in-house testing were properly marked as control tests in meter's memory. Additionally, device history records were reviewed for the suspected meter and test strips and no manufacturing anomalies were found.